Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 400 mg/dl. Customer reported blood glucose levels have been as high as 1,000 mg/dl and as low as 17 mg/dl in the past. Customer also stated that the motor drive support cap is sticking out. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.